Manufacturer narrative:
The manufacture previously reported, a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's fio2 sensor, sensor assembly and machine flow sensor need to be replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's fio2 sensor, sensor assembly and machine flow sensor need to be replaced to address the issue.